Event description:
It was reported that the pump exhibited motor failure and the plunger was stuck in the extended position. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). (UDI) was unknown. No product information has been provided to date. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the left plunger case was broken. A review of the event history log identified motor rate error in history. During the function testing the plunger was stuck and would not move. Could not run pump for customer stated motor failure. The root cause of the problem was a result of the customer's impact to the device. Replaced left plunger case. Replaced motor assembly as a preventative measure for customer stated motor failure